Manufacturer narrative:
Findings: received unit with a blank display due to interface board leaking voltage. After replacement, unit powered on and froze on count up screen number 7, problem was isolated to the mother board. Received unit with cracked lcd window. Unit had cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated there is cracks around display window.